Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a restart 38 motor stall alert on the ilet insulin pump, paused overnight, and later performed troubleshooting with assistance; dry run and full supply change were completed successfully after education on correct priming technique, and the user had taken a subcutaneous insulin pen injection while the pump remained disconnected, consistent with failure to infuse associated with a motor component. Symptoms included hyperglycemia. Outcomes included a missed insulin dose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the event characterized as failure to infuse and linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.